Event description:
It was reported that the patient underwent laparoscopic ovarian cyst resection on (B)(6)2015 and an absorbable adhesion barrier was used. The ovary was enlarged to a 10 cm diameter. During the procedure, it ruptured and contents spread in the abdominal cavity. The abdominal cavity was washed with approximately 6000 cc, but could not eliminate contents completely. The adhesion barrier was affixed to the resected ovary. Approximately two days following the procedure, the patient experienced peritonitis-like symptoms with fever and the patient was administered antibiotics. CT identified a gap between the adhesion barrier and the ovaries. Approximately three days after the procedure, the fever was settled. The surgeon opined the event may be attributed to a bacterial infection of the ovarian cysts, not to the device, because the ovarian cysts may be infected by bacteria at a constant rate. The patient is still in the hospital.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.